Event description:
It has been reported to philips that the wireless foot switch was not functioning. The device was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was flashing red, which indicates that there was an error in the wireless connection. Upon inspection, the fse determined that it was a known issue with the wireless connection between the base station and wireless footswitch. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.